Event description:
The distributor contacted animas on (B)(6) 2013 alleging there were scratches on the display screen and moisture behind the display screen. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, there was visible moisture behind display lens and the display lens had multiple scratches. There was a tear in the keypad cover. There was evidence of moisture contamination on the underneath side of the battery cap that was returned with the pump. On testing, the pump was unresponsive with no audible tone, no vibration and a blank display. Leak testing revealed a leak at the tear in keypad. The pump was opened for investigation and revealed evidence of moisture contamination throughout the inside of the pump. Complete functionality testing was not possible because the pump was unresponsive due to moisture ingress. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.